Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50e, serial #: (B)(4), description:trial linear st lead, 50cm.

Event description:
A report was received that the patient had a lead site sore and felt there was a blister after a magnetic imaging resonance (MRI). The patient explained that the soreness got worse with the tonic programs and believed that it was due to MRI. It was also noted that the patient was experiencing pain. It was unknown if there was an intervention given. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50 cm.

Event description:
A report was received that the patient had a lead site sore and felt there was a blister after a magnetic imaging resonance (MRI). The patient explained that the soreness got worse with the tonic programs and believed that it was due to MRI. It was also noted that the patient was experiencing pain. It was unknown if there was an intervention given. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patients blisters were not healing and a minor leakage coming from the left side of the blister was noted. It was mentioned that when the patient used the perception program he got bruises close to the two lead incisions. The patient had a small skin infection and was prescribed with antibiotics. The patient was doing well. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a lead site sore and felt there was a blister after a magnetic imaging resonance (MRI). The patient explained that the soreness got worse with the tonic programs and believed that it was due to MRI. It was also noted that the patient was experiencing pain. It was unknown if there was an intervention given. No device malfunction was suspected.